Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150 j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Per the patient's continuous ECG recordings, the patient experienced a ventricular fibrillation (vf) arrhythmia at 07:41:30 for 14 seconds followed by ECG was obscured by artifact. An additional vf arrhythmia was identified at 08:02:26 which lasted for 37 seconds. The arrhythmia was not detected due to a low amplitude cardiac signal, varying amplitude, and artifact. The patient then experienced asystole at 09:48:50. The patient remained in asystole until device deactivation at 10:18:18 on (B)(6) 2018. The patient passed away on (B)(6) 2018.